Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon decided to implant an 13.2 mm vticmo13.2, -10.0/+2.5/062 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. Lens length which was too short causing low vault. It was his fault not to select the 13.7mm lens length which is now in the patients eye (after exchange on ((B)(6) 2018) and shows a good vaulting of ~400¿m. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical debris on product. Visual inspection found haptic deformed, lens has a curved shape, and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon decided to implant a 13.2mm vticmo13.2 implantable collamer lens of -10/2.5/62 (sphere/cylinder/axis) into the patient's left eye (os) on 08/07/2018. The lens was exchanged on 08/30/2018 due to lens length being too short and causing low vault. It was reported "it was his fault not to select the 13.7mm lens length which is now in the eye (after exchange) and shows a good vaulting of ~400m." This exchange resolved the problem. (B)(4).